Event description:
It was reported that the patient experienced an overdose shortly following a new pump and catheter implant. Symptoms reported were "foggy", and personality changes. The patient was hospitalized as a result and the physician believed that the event was associated with the morphine and dosing. It was indicated that the patients pump was programmed to 1mg/day and that still "bottomed him out" so the pump was programmed to minimum rate. It was reported that the patient's symptoms had improved and the physician now wanted to switch him to fentanyl. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).